Event description:
The pt presented with a central corneal ulcer od. Pt was seen on 8 follow up visits and was treated with 2 antibiotics. Pt's best corrected vision is now 20/40 od with a central scar. Previous correction was 20/25. The pt inserted lenses on three occasions and found double lenses in their eye. The first 2 incidents did not result in an adverse event.